Event description:
Patient revised to address patella that was undersized in original surgery.

Manufacturer narrative:
Evaluation was not possible, as the product was returned. Product information required to review the device history records was not provided. The initial reporting stated the product was not suspect of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusion about the reported event; however, provided information indicates the size device selected at primary surgery did not achieve the desired results. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.